Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Reporter's last name and email not provided/unknown. Additional 510k number: k013227.

Event description:
It was reported that the implant (tsvh11) fractured. Patient came in with loose crown and complained of pain. The implant was removed.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm was returned for inspection. A visual inspection confirmed the implant was fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is related to the functional performance of the product.

Event description:
There is no additional event information available at the time of this report.